Event description:
It was reported that an air bubble was present in the device and air embolism occurred. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that when the balloon was normally released, bubbles leaked out of the balloon. The patient had gas embolism complications on the operating table that almost caused a loss of patient vital signs. The procedure was completed with another of same device. There were no patient complications reported post procedure.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). The device was returned for analysis. A visual and tactile examination of the hypotube shaft profile and the shaft polymer extrusion identified multiple kinks. A microscopic examination of the extrusion shaft identified multiple kinks. Further microscopic examination of the extrusion identified that the midshaft was twisted/rotated at approximately 2.5cm from the guidewire exit port. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A detailed microscopic examination of the balloon material identified no damages. The balloon was refolded. There were no tears or pinholes observed in the balloon material. A microscopic examination of the tip section found no damage. A leakage test was performed by attaching the device to an inflation unit, multiple attempts to inflate the balloon failed. Further attempts to inflate the balloon failed. The failure to inflate is likely due to the damage present along the shaft. The kinks and rotational twisting in the midshaft likely prevented the balloon from inflating. Attempts to manipulate the twisted midshaft did not allow the inflation of the balloon.

Event description:
It was reported that an air bubble was present in the device and air embolism occurred. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that when the balloon was normally released, bubbles leaked out of the balloon. The patient had gas embolism complications on the operating table that almost lost patient vital signs. The procedure was completed with another of same device. There were no patient complications reported post procedure.